Manufacturer narrative:
Device evaluation: g4, h2, h3, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to inspiration block o2 safety valve leak. Technical support initiated under warranty replacement of the defective component. After the unit re-calibration test, customer confirmed that the unit works properly.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The technical support team initiated to request the complaint form and screenshots. The newer log file provided shows a correct o2 gas path test while the o2 safety valve has leak of 1.04 lpm. The technical support team initiated an o2 safety valve replacement. At this time, the suspect device has not been return for investigation. At this time, the suspect device has not been returned for investigation. No root cause has been determined yet since investigation is still ongoing.

Event description:
The customer reported no o2 dosing possible active alarm on a bellavista 1000. Furthermore, there was no information for patient involvement associated with the event.